Manufacturer narrative:
Evaluation summary: the device was not returned. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following a micro-stent implant procedure, a patient experienced suprachoroidal hemorrhage. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of suprachoroidal hemorrhage; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. Insufficient information is provided to adequately evaluate the case; e.g., whether the hemorrhage occurred post-device implantation or after another procedure or event. There is no mention of system failure. A possible root cause is that postoperative choroidal effusion or hemorrhage are established risks associated with use of the system that are clearly specified in product labeling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the surgeon reporting the patient was treated with medication. The patient now has normal eye pressure, the retina looks good, and the patient is happy. The surgeon does not believe the device caused the suprachoroidal hemorrhage, but rather the patient had apparently rubbed their eye.